Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient representative that the patient keeps fainting and that the rate drop response feature is malfunctioning. It was also reported that the patient would need a new pacemaker sooner than planned. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.